Event description:
It was reported that the device was explanted after an implant duration of approximately 55.8 months, due to unknown reasons. No further details were provided.

Event description:
Reportedly, the device was explanted after an implant duration of 14.8 months due to endocarditis. Per the cer: perimount plus 6900p27mm was implanted to correct mitral regurgitation and endocarditis in 2008. Avr was also performed and 300021mm was implanted at the same operation. There was a 1.5mm hole on the anterior cusp of the native valve and vegetations was found to be over the hole. In 2009, perimount plus 6900p27mm was explanted due to the vegetation. It did not seem there was a problem with the mobility of the valve. Etiological agent of ie was coagulase-negative staphylococci.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and, no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.